Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 100 mg/dl and their sensor glucose read 69 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported an incident where they inserted a new battery and two hours later there was only three bars on the battery icon. Customer stated the battery icon returned to full battery life the next day. Customer stated they did not receive any alarms for the incident. The customer declined to troubleshoot for their sensor. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.